Manufacturer narrative:
The log review did note the occurrence of the reported issue. The actual device involved in the reported incident was returned for evaluation. When the device was evaluated the reported issue was not observed. The device operated as intended. Preventative maintenance was performed.

Manufacturer narrative:
This follow-up MDR is being submitted to correct the type of report. The product involved in the reported incident was returned to a b. Braun facility and the device was evaluated by a qualified technician. Although the occurrence of the reported issue was noted in the device history log, when the pump was evaluated, the issue was not observed. A technical safety check was performed on the device. The incident could not be duplicated, and the device was confirmed to meet al safety standards. As such, the type of report is being corrected to indicate the event is considered an adverse event only. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Note: multiple attempts (including phone and email) were made to the customer to retrieve devices involved, details on the event description, and product information, such as material number and serial number. To date, there has been no additional information provided.

Event description:
As reported by the user facility: patient levophed drip, alarming error codes with a hazard sign, unable to reset troubleshooting to another pump, patient's bloodpressure drastically dropped and converted to vtech needed to be cardioverted and ultimately arrested.

Manufacturer narrative:
Additional information was received from the user facility concerning the adverse event. It has been determined that two duplicate complaint notifications were created in the b. Braun complaint management system for the adverse event described in medwatch (B)(4). Complaint notification (B)(4). Complaint notification (B)(4) will remain in the b. Braun complaint management system, and complaint notification (B)(4) will be cancelled. All further reporting for this event will be done in this manufacturer report number, and the related b. Braun medical internal report number is (B)(4). No further reporting will be made under manufacturer report number as (B)(4) will be cancelled. In addition, section h10 has been updated accordingly. The investigation is ongoing at this time. A follow-up will be submitted at the completion of the investigation